Event description:
It was reported that a short, 10 mm trochanteric fixation nail, 11.0 mm helical blade and a 5.0 mm locking screw had been removed from a patient on (B)(6) 2013. The original implant date is unknown. The explant/revision procedure was needed to correct the trochanteric fixation nail system in which the helical blade perforated the patients femoral head. It was observed that the locking mechanism for the blade may not have functioned correctly, resulting in the advancement of the helical blade and eventual perforation of the femoral head. Delayed healing was also reported. The patient was revised with a similar system but of different size and length. It was reported that the surgeon had difficulty removing the trochanteric fixation nail because the extraction bolt would not thread to the nail. The surgeon had to resort to removing the nail with forceps. The part and lot numbers for the distraction bolt are currently unknown. Surgical time was delayed because of the nail removal difficulty. Surgical delay time was thought to be less than 30 minutes but this information is awaiting confirmation by the customer facility. No complaint has been alleged against the 5.0mm locking screw. This report is for one, 11.0mm ti helical blade 90mm. This report is 2 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history records was performed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no device has been received.

Manufacturer narrative:
Additional narrative: the product development event evaluation found the returned helical blade was received in one piece. The blade end appears to be in good shape without any deformities. The flat in the shaft portion has damage to the junction between the outer diameter and the flat. The edge of the flat on the blade end has heavy damage and a scuff mark leading from the flat down the shaft to the blade. This agrees with the earlier observation of the blade being bent on the nail¿s locking mechanism. It appears that the locking mechanism was not backed out prior to removal of the helical blade. Product drawings were reviewed during this evaluation. No drawing discrepancies were identified. The design is adequate for its intended use and did not contribute to this complaint condition. Therefore, this complaint is invalid from a design perspective.

Manufacturer narrative:
Additional narrative: manufacturing evaluation performed on the returned product. Dimensional features related to this complaint were found to be in conformance. (B)(4).

Manufacturer narrative:
Additional narrative: the device was received by the manufacturer on 04-17-2014. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system.